Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The user reported that the touch panel was not functioning and there was no display at device switch on. There was no patient involvement.